Event description:
It was reported that there was a lead safety switch (lss) in january 2020 on the right ventricular (rv) lead due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was contacted because the patient was scheduled for magnetic resonance imaging (MRI), but they were concerned about the rv lead. Ts advised against performing an MRI with the rv lead and noted signal artifact monitor (sam) events from february 2021. This product is part of the minute ventilation signal oversensing advisory population. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a lead safety switch (lss) in (B)(6) 2020 on the right ventricular (rv) lead due to high, out-of-range pacing impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was contacted because the patient was scheduled for magnetic resonance imaging (MRI), but they were concerned about the rv lead. Ts advised against performing an MRI with the rv lead and noted signal artifact monitor (sam) events from (B)(6) 2021. This product is part of the minute ventilation signal oversensing advisory population. The device and leads were later explanted due to a systemic infection after a spinal surgery. No additional adverse patient effects were reported.